Event description:
Customer reported experiencing issues with pump housing, specifically noting damage to the pump housing and usb. No information was available regarding any adverse impact to the customer's blood glucose level. No additional actions or outcomes were reported, and technical support was unable to obtain further details.